Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a remote transmission alert for high impedance on the right ventricular (rv) lead defibrillation coil. The lead remains in use. No further patient complications have been reported as a result of this event.